Event description:
The customer reported to olympus that during preparation for use of a carpel tunnel therapeutic procedure, the camera head had an error e229/image did not appear when used with the video system center. The procedure was completed using a similar device with no delay. There were no reports of patient or user harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following non-reportable finding: the device was not able to read UDI. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by a cable failure. However, the specific root cause of the cable failure could not be determined at this time. Olympus will continue to monitor field performance for this device.